Event description:
According to the information received, units are not displaying an image. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint issue was described as both units are not displaying an image. The customer's complaint was verified. The camera receptacles are damaged. The customer returned 2x tc304us (service order: (B)(4)) for the same reason for return. A visual inspection confirmed damage to the samtec connectors on both tc304us. The damage observed was broken/bent gold receptacle contacts consistent with image reliability complaints. Unfortunately, the tc304us camera receptacle can't be replaced at ksna goleta, so the motherboards will have to be replaced on both tc304us ccus listed above. It's recommended that the customer inspects their camera head connectors for corresponding damage. The cause of the issue was determined as damaged samtec camera receptacle. The event is filed under internal karl storz complaint ID: (B)(4).